Event description:
It was reported that the patient had complained of pain related to the right atrial and right ventricular leads and had requested the leads be removed. The leads were initially inactivated, replaced, and have since been removed. As a result of the patient's complaint of pain, the entire system was also moved to the patient's opposite side of their chest. Follow up received indicated there were no allegations of a performance issue with either lead; rather the surgical intervention was a result of the patient's complaint and request. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7961iu implantable pulse generator (ipg) (B)(6) 1996; 4003 implantable pacing lead (B)(6) 1990. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.